Event description:
The customer reported that while running a hepatitis surface antigen assay, using summit sample handler, the customer noticed droplets on the tips in positions 6 through 12. The summit did not give an error message. An ortho field service engineer was dispatched and adjusted and calibrated the instrument. No death or serious injury was associated with this event.